Event description:
It was reported that the patient had been in the hospital since (B)(6) 2014 because he was confused, got hurt, and was forgetting things. He had an episode where he was confused at night; he had sundowners and fell a lot. The patient also had an ankle bracelet and wheel chair alarm, so when he went off the ward it would ring, but it was also turning off the device. The reporter was unsure if it was turning it back on as well. The patient did not get a programmer after implant and was looking for a magnet to help. Without the implantable neurostimulator (ins) he did not move, but once it was on the patient moved mechanically better. The ins helped him with walking as he started to run and his brain would not tell him to stop, but with the ins it controlled his feet. He had been going outside when it was 40 degrees and wearing shorts, a tank top, and one shoe. He was getting forgetful and the hospital was looking for a nursing home for him. No further interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # v011728, implanted: (B)(6) 2006, product type lead; product ID 3389s-40, lot # v010290, implanted: (B)(6) 2006, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).